Event description:
The customer reported a cleaner fluid leak of unspecified volume from the right side of a coulter lh 500 hematology analyzer. The leak was contained within the instrument and ambient temperature error messages were reported by the customer at the time of the occurrence. The customer was wearing personal protective equipment consisting of a laboratory coat, eye protection, and gloves at the time of the event. There was no report of injury or direct exposure to the leak. Erroneous patient results were not generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A field service engineer (fse) found a leak in tubing through pinch valve pv42. Pv42 opens a path for diluent or cleaner to the aspiration probe tip. The fse replaced the tubing and the instrument ran without leaks or errors. The repairs were verified per established service procedures. (B)(4).